Event description:
During lap chole, sparks came off of the item and burned a pt's liver bed. A new tip was obtained an procedure continued without incident. Several attempts were made to obtain more information from the facility.